Event description:
Reportedly, after closing and transecting the rectum, the client used ppceea 31 for anastomosis. However, the stapler couldn't cut through the donut and the stapler stuck. The client needed to cut the remaining attaching part by scissors through the anal canal. The anastomosis was found damaged. The procedure needed to be done again applying another stapler for double stapling. Procedure: lower anterior resection.